Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant the guidewire became difficult to remove once the lead was placed; after many attempts the guidewire was cut and the remaining was left in the lead approx.- 2 cm - at the distal end. The lead values showed no signs of problems.